Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted due to an infection resulting in endocarditis. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt codes: 1930, 1834. Device code: 3191. Ref report: mw5179795.